Event description:
A physician reported that, after intraocular lens implantation surgery, the patient experienced unpleasantness of vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information was received stating that after iol replacement clear vision was achieved with no further issues.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in a.3.a. And b.3. Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol (intraocular lens) was received cut in a half wrapped in surgical material. Both haptics is broken/torn. Solution is dried on the iol. No device returned. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).